Event description:
Reportable based on device analysis completed on 21-nov-2018. It was reported that balloon inflation failure occurred. The 100% stenosed target lesion was located in the below the knee vessel. A 1.2mmx15mmx141cm fg coyote fc otw (coyote fc) balloon catheter was advanced for pre-dilation. The device was used in replacement for micro-catheter. However, during the third inflation, contrast media accumulated in the shaft part on the proximal side of the balloon part and the balloon was unable to be inflated. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported. However, returned device analysis revealed a shaft hole in material. Returned product consisted of a coyote fc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination revealed excessive buckling to the balloon, inflation lumen and guidewire lumen. The buckling starts from the tip to 12.6cm away from the tip. The tip is damaged and balloon is loosely folded. The balloon did not inflate and the shaft started to inflate instead. The investigator attempted to inflate the device again to take a clear picture of the inflated shaft, but the shaft ended up rupturing. The rupture is approximately 49mm from the tip and approximately 7mm long. Inspection of the remainder of the device presented no other damage or irregularities.